Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's alarm will not sound. No further information was able to be obtained.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿that the enteral feeding pump's alarm will not sound.¿ the unit was triaged and the reported issue could not be confirmed at this time. The welcome tone was heard at the startup. A new feed/ flush set was loaded on the unit. The unit was tested for rotor error, flow error, pump set dislodged and the feed error. All the errors were observed to give alarm. No issues were found. The unit was working as intended. If information is provided in the future, a supplemental report will be issued.